Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading, and caller noted consecutive cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, put pump into storage mode, and return problematic pump within 10 days, and technical support arranged shipment of replacement pump with updated software and confirmed that customer would reprogram pump settings and reconnect continuous glucose monitor on replacement device.